Manufacturer narrative:
After battery installation, the unit powered up with a blank display. There is a huge crack in the battery compartment, and as a result, the battery cap contact is unable to maintain a solid connection with the battery sleeve within the battery compartment. Unable to perform the displacement test due to the blank display. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. There¿s also another crack on the battery tube which runs horizontally across the side of the unit to the front. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked at back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.